Event description:
Healthcare professional reported that during implant of a medtronic hall aortic valve using a supra annular implantation techniques, the valve stayed open after the end of clamping. He replaced the valve with a 21mm medtronic hall valve. The valve was returned for analysis.